Manufacturer narrative:
E1 - phone: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
One of the eus 19g needle was used. There was incident where a part of the needle came off and was seen in the patients' stomach, they had to retrieve it during the procedure using a snare.